Event description:
It was reported that the abutment screws at tooth sites #36 and #37 had fractured. The fractured screws remained in place at the time of this report. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. Catalog unknown / not provided. Expiration date unknown / not provided. Unique device identification number (#) unknown / not provided. D6a: implant date unknown/ / not provided. E1: email address and first/given name unknown / not provided. Address unknown / not provided. City unknown / not provided. Post office or zip code unknown / not provided. Phone # unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4114, 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315 and 67. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors and/or possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.